Event description:
I had an abdominal hysterectomy with removal of ovaries, uterus and cervix; and surgiwrap is used as adhesion barrier film. Severe pain does not go away after surgery. My doctor keeps prescribing pain medication. When okayed to have intercourse with husband, he is cut by something sharp in my vagina. Intercourse is very painful. My doctor has me come into office on emergency call and large pieces -approximately size of man's pinky finger- of surgiwrap have hardened and are protruding through vaginal cuff. I have to have them surgically removed from me. This occurs approximately 2-1/2 months after my original surgery. Now the pain is worse. My doctor orders an ultrasound and can see the surgiwrap has not dissolved and there is around 40-50 pieces above my vaginal cuff. She orders additional tests to see if it has gone to other parts of my abdomen and calls the hospital to report the incident. I call mast biosurgeries, as well as my doctor to report the incident and they seem very concerned and tell me I am only the 3rd patient nationwide this has happened to. They assure me they have to report it to the FDA. Week after week I have spoken to them, and week after week they promise me they will file it with the FDA and copy me, but they have yet to do it. I am still in the care of a doctor and am having all kinds of complications because of this.